Manufacturer narrative:
H10: h3, h6: the devices were not returned for evaluation; therefore, a device analysis could not be performed. However, the clinical/medical investigation concluded that, the provided x-ray confirms a dislocation. The clinical root cause for the dislocation cannot be confirmed but the orientation of the acetabular shell is a possible factor. The patient impact is the reported recurrent dislocations, revision and post operative convalescence period. Devices batch numbers were not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history for the previous 12 months did not reveal similar events for the listed devices. A review of the instructions for use documents for total hip systems revealed that dislocation has been identified in warnings and precautions, that may result from improper selection of the neck length and cup, stem positioning, muscle looseness and/or malpositioning of components. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, orientation of the acetabular shell, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that, after a tka surgery was performed, the patient experienced recurrent dislocations. This adverse event was treated by a revision surgery on (B)(6) 2023, in which a r3 20 deg xlpe acet lnr 32mm x 54mm and a cocr 12/14 fem head 32 + 4 were exchanged. Both liner and head looked in good condition. Patient's current health status is unknown.